Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at original MFR.

Event description:
Country of complaint: (B)(6). Loosening of implant after last revision on (B)(6) 2014. Fixing nut was missing.